Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to stem aseptic loosening. Products not revised: cotyle "anca fit" sans trous , ppr67356, lot: s06107022. Insert ceram "anca fit" 28/44, ppr67512, lot: s03109459.